Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were programmed on (B)(6) 2016 and everything worked fine for about 2 weeks without adjustments but then the patient started to have trouble with stimulation transition. At the time of the report they were not able to get their adaptive stimulation settings to stay at 4.10 volts when in a standing position. The setting would only stay for a couple of minutes and then go back to 2.5 volts. They went through setting the stimulation setting the stimulation back to 4.10 volts and maintaining the standing position for 3 minutes and the issue was resolved. The standing stimulation amplitude stayed. A manufacturer representative met with the patient the next day and they adjusted the upright position range from extra small to extra large. They also increased the lying position from large to extra large. The patient¿s settings essentially did not have a transition zone. After the transition zones were adjusted the patient was satisfied with how their stimulation changed from one position to another. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.